Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Additionally, the device exhibited loss of capture (loc) on the left bundle branch (lbb) lead. The lbb lead was a non-boston scientific lead. The physician decided to explant and replace the device as the header was not the correct header for the lead. An x-ray was performed to confirm there was only one device implanted in the patient as there was confusion with how many devices were implanted in the patient. No additional adverse patient effects were reported. The device was returned but was scrapped.